Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on the device needle wall. The following information was provided by the initial reporter. The customer stated: "when the product package was opened the needle wall had a foreign body."

Manufacturer narrative:
H6: investigation: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. The type and origin of the foreign material could not be determined from the photos provided.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on the device needle wall. The following information was provided by the initial reporter. The customer stated: "when the product package was opened the needle wall had a foreign body."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-08-30. H.6. Investigation summary: bd received 2 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure modes for hooked needle point and foreign matter were observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure modes for hooked needle point and foreign matter with the incident lot were observed. The foreign matter underwent fourier-transform infrared spectroscopy (ftir) testing and the results show the material to be polystyrene. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes hooked needle point and foreign matter. Bd has initiated further root cause investigation relating to the issues of hooked needle point and foreign matter through corrective and preventive actions.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on the device needle wall. The following information was provided by the initial reporter. The customer stated: "when the product package was opened the needle wall had a foreign body."